Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter. Therefore, additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade IV".

Event description:
Allergan aesthetics received, a report via nbir of a right side "capsular contracture, baker grade IV". The device has been explanted and replaced. "Capsulectomy/capsulotomy" was performed.